Manufacturer narrative:
Date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. A 20mm endurant limb was implanted on the right and a 16x20x122 limb on the left side. It was reported on an unknown date approximately 9 years post the index procedure aneurysm expansion to 90mm was observed. The patient underwent an open repair surgery. When the physician opened the sac evacuated the thrombus a tear on the posterolateral aspect of the right limb (main body) was identified. The graft was explanted and the procedure was completed. Per the physician the cause of the aneurysm expansion was due to the type iiib endoleak. The cause of the type iiib endoleak is undetermined. It was noted post the index procedure the initial follow up imaging showed stable/decreasing aaa size. In 2016 a type ii endoleak was identified which was treated. The patient has undergone 6 interventions to deal with sources of type ii endoleaks, no additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: a partial bifurcate graft was returned with slight angulation of ipsilateral limb. Transectional cut between stent ring 3 and 4 on bifurcate, stent rings 1-3 and suprarenal stents not returned. A 16x20x122 endurant limb was also returned with no damage. Two abrasion holes were evident on stent rings 4 and 10. Two suture breaks were found on stent rings 14 and 15. Four tears were observed on stent ring 11. Trainwrecking was visible between stent ring 5 and 9. It is possible that the reported type iiib endoleak may have originated from several of the abrasion holes found during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.